Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings:.damaged cartridge compartment - cracked with evidence of moisture inside. Battery compartment cracked below bumper pad. Leak due to cracked pump case. Unrelated to the complaint, there is a dim pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the cartridge compartment was damaged; in addition, it was reported that evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.